Event description:
It was reported to philips that the wired footswitch experienced a mechanical issue during diagnostic procedure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service sent a replacement footswitch to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).